Event description:
It was reported that during a unk procedure, according to the surgeon the generator showed an error code. No further information available. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Analysis summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device a was returned with the blade scratched and cracked. The device was tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Device b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were concluded that there was a switch failure due to intermittent contact between the hand piece and devices.